Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a paddle scraper was bent during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI: na. Additional information: the returned device was examined. The tip of the device is bent and is also slightly twisted. It is possible that the scraper had undergone a torsional force when it failed or possibly that there was an obstruction in the device's path (such as hard internal anatomy or another instrument) which led the user to apply a higher force which overcame the mechanical capabilities of the device. A review of the manufacturing records did not identify any issues related to the reported event.

Event description:
It was reported that the tip of a paddle scraper was bent during surgery. There were no reported patient impacts associated with this event.